Event description:
Medical affairs was unable to get in contact with the pt and will be sending a letter to obtain more clinical information. The pt called lifescan alleging that the meter was displaying the time and date and would not give them a reading. The pt had experienced symptoms of hyperglycemia; therefore their spouse took them to the hospital. In the hospital the pt's blood glucose reading was 300 mg/del and the pt was treated with insulin. The pt suffered a serious injury and there was a delay in treatment due to the meter not displaying reading.